Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated that they had surgery on the 3rd of may to reposition the implant. Patient stated that they are having a hard time finding the implant; patient followed up saying that they usually are able to locate the implant in their back but are struggling since the surgery. Patient asked if there were any tricks to easily locating the implant and or if swelling caused issue because patient was still swollen. Agent reviewed with patient that if there is any swelling, it can make it harder for the recharger antenna to locate the implant and start a charging session. Patient confirmed that they were told to wait a week after the surgery to start charging the implant, but last night they tried to start a charge session and were unsuccessful. Agent reviewed that the charging and locating of the implant will go back to normal when the swelling decreases; agent advised the patient to keep trying depending on the swelling level. Patient mentioned that they will keep trying to charge and moving the paddle piece. Agent documented the reported event.